Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer attempted to change batteries and received a blank screen display. Customer's blood glucose was 16.0 mmol/l. After troubleshooting, display screen did return. Customer was advised to monitor pump and that a battery cap would be sent as a courtesy. No further information provided.